Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported two patient cases of bilateral central island noted after prk (photo refractive keratectomy). A company clinical applications representative followed up with the surgeon, and after discussion it was noted that the "appearance on the topographies is caused by the corneal healing and therefore increased scattering." Also noted was that in these reports "the central island is an artifact, most likely caused by epithelial hyperplasia." The patient's vision was noted as continuing to improve. It was concluded, during the discussion, that this is not a laser related issue but an issue related to the healing reaction of the epithelial cells of the cornea.